Event description:
It was reported that previous a magnetic resonance imaging (MRI), this pacemaker system was discovered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance. Additionally, there was some stored atrial tachy response (atr) events due to oversensing of noise. Technical services (ts) recommended to program the lead and check it with the physician. A ra lead fracture is suspected. The MRI was not performed and the patient is scheduled for a follow up. At this time, this pacemaker and the ra lead remain in service, and there were no adverse patient effects reported.

Event description:
It was reported that previous a magnetic resonance imaging (MRI), this pacemaker system was discovered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance. Additionally, there was some stored atrial tachy response (atr) events due to oversensing of noise. Technical services (ts) recommended to program the lead and check it with the physician. A ra lead fracture is suspected. The MRI was not performed and the patient is scheduled for a follow up. At this time, this pacemaker and the ra lead remain in service, and there were no adverse patient effects reported. Additional information was received which indicated that, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that previous a magnetic resonance imaging (MRI), this pacemaker system was discovered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance. Additionally, there was some stored atrial tachy response (atr) events due to oversensing of noise. Technical services (ts) recommended to program the lead and check it with the physician. A ra lead fracture is suspected. The MRI was not performed and the patient is scheduled for a follow up. At this time, this pacemaker and the ra lead remain in service, and there were no adverse patient effects reported. Additional information was received which indicated that, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.